Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with ceftriaxone (dose, frequency, route, and duration not reported), gentamycin (dose, frequency, route, and duration not reported) and vancomycin (dose, frequency, route, and duration not reported) for peritonitis. At a later unreported date, the patient began treatment with rifampin (dose, frequency, route, and duration not reported). Dianeal therapy was ongoing. The outcome of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the peritonitis event was not provided; it was stated to have occurred on an unreported date in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.